Manufacturer narrative:
As reported, the catheter hub of a 6f vista brite tip multipurpose (mpa) guiding catheter was found cracked during prep; therefore, the product was not available. Another vista brite tip was used to complete the procedure. There was no reported patient injury. The device was being used in a coil procedure. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). There was no excess force used at any time during the procedure. The physician achieved certification on the use of the vista brite tip and had used the device several times prior to this procedure. A non-sterile catheter ¿6f .070 mpa-1 90cm¿ was received coiled inside of a clear plastic bag. The part was unpacked to proceed with the product evaluation. The unit was inspected thoroughly and several kinks were identified approximately 25,26, 28, 30, 31 and 89 cm from the distal tip. Additionally, a compressed area was observed extending from 70 to 80 cm from the distal tip. The luer hub presented with a cracked line during visual inspection. No other outstanding details were observed. Inner diameter (ID) and outer diameter (od) measurements taken near the damages and were found within specification. Sem analysis was not performed because the damages associated with the crack are visible with the magnification obtained with a vision system. The cracked area on the hub presented evidence of fatigue striations. Fatigue striations found on the hub are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the cracked. As observed in the differential scanning calorimetry (dsc) thermograms, no sample presented thermal history (first heating cycle) suggesting exposure to high temperatures or any significant thermal transition, however, in the tga analysis it was observed that the complaint with the lowest thermal stability was 2024-06527 whose onset temperature stability was the lowest at 424 °c. Furthermore, the decomposition rate of all samples is similar, between 70 and 73%, suggesting that, despite the temperature difference, the thermal behavior of the material is consistent with that of a polycarbonate. The complaint reported by the customer as ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. A kinked condition on the body was observed too. The exact cause of the observed damages could not be conclusively determined during the analysis. Differential scanning calorimetry results is not suggesting exposure to high temperatures or any significant thermal transition. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the catheter hub of a 6f vista brite tip multipurpose (mpa) guiding catheter was found cracked during prep; therefore, the product was not available. Another vista brite tip was used to complete the procedure. There was no reported patient injury. The device was being used in a coil procedure. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). There was no excess force used at any time during the procedure.the physician achieved certification on the use of the vista brite tip and had used the device several times prior to this procedure. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the catheter hub of a 6f vista brite tip multipurpose (mpa) guiding catheter was found cracked during prep; therefore, the product was not available. Another vista brite tip was used to complete the procedure. There was no reported patient injury. The device was being used in a coil procedure. There were no visible signs of device/package damage prior to use. The device was stored and prepped according to the instructions for use (IFU). There was no excess force used at any time during the procedure. The physician achieved certification on the use of the vista brite tip and had used the device several times prior to this procedure. The device was returned for evaluation. A non-sterile catheter ¿6f .070 mpa-1 90cm¿ was received for evaluation. During visual inspection, several kinks located approximately 25,26, 28, 30, 31 and 89 cm from the distal tip were observed. A compressed area was also noted and extends from 70 cm to 80 cm from the distal tip. The luer hub does not present any damages or anomalies. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. The complaint reported by the customer as ¿luer hub~cracked¿ was not confirmed. The returned unit does not present any damages or anomalies on the lues hub. However, several kinks and a compressed condition were observed on the body/shaft. The exact cause of the observed damages could not be conclusively determined during the analysis. Shipping, storage, or handling factors may have contributed to the observed damages. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.